Event description:
It was reported that the quick bolus button on the pump was difficult to press, causing delays when attempting to deliver a quick bolus. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.